Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2024, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless knee fibertak black suture was torn after implantation. Nothing was removed from the patient as the case was completed by trying the sutures instead of using the knotless mechanism. The case was completed successfully with no delayed. This was discovered during an acl procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.